Manufacturer narrative:
At this time no conclusions can be made .the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made .the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about a years post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the sac was excised. A ventralex hernia patch was placed in the defect and sutured.¿ (B)(6) 2013 - patient was diagnosed with pain, large recurrent incarcerated ventral hernia thereby underwent open repair with the explant of ventralex mesh. Per operative notes, ¿there was a large ventral hernia with scar. All the adhesions were lysed and there was a previous patch which was hardened like a rock on the upper surface of the incision, which was removed. A synthetic mesh was then placed and sutured.¿ attorney alleges that the patient had adhesions, mesh shrinkage, pain, and hernia recurrence. It is also alleged patient's mesh was hardened like a rock causing significant pain and discomfort thereby underwent lysis of adhesions, jp drain left in the wound due to oozing and mesh removal.